Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) is not switching on. There was no patient involvement and hence no harm or injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) checked the machine and found display of the machine is not coming and continuous beep sound is coming. Further checked the machine and found the datasettes and main board pcb is suspected to be defective. So, need datasettes and main board for testing purpose. Again, visited and checked the machine and found at the time of checking now machine is switching on. The issue was may be due to humidity or moisture. For the safety purpose, reconnect the connections of main board pcb and reconnect both the datasettes. Performed all tests. All tests passed. Observed the machine on system trainer for more than 2 hours. Now machine is working ok.